Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to confirm the customer reported issue. The right master tool manipulator (mtm) grip is loose causing any associated instrument to not open fully or remain with intuitive motion. The fse replaced the right mtm to resolve the issue. The mtm unit involved with this complaint has been returned for evaluation and the failure analysis investigation has been completed. The reported failure was able to be reproduced during calibration. The root cause of the failure was determined to be a component failure. No image or procedure video was provided for review. A log review confirmed that the procedure was performed on (B)(6) 2022 on system sk4335. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic after the start of the procedure due to engagement errors and non intuitive motions on the arms. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the site was experiencing repeated issues with the instruments not opening up all of the way on arms 3 and 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed live logs and noted several engagement errors on arm 1, but none on arm 3 or 4. The customer noted that they were unable to match grips on a clip applier to take control. The surgeon elected to convert to laparoscopic surgery due to the issue and may abort their case to follow. The csr was requesting a field service engineer (fse) follow up. The procedure was completed laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.